Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned programmer was inspected and analyzed. As a result of this products return, a visual and functional analysis were completed on the programmer. The baseline evaluation (series of manual functional tests by a user) was completed, where the unit failed to power on. To address field allegations and analysis observations, the programmer was disassembled to identify any defective components in the assembly involved. Further evaluation indicated a defective som (signal on module) board attributed to the power failure with the unit. This component was replaced and the programmed passed entire evaluation.

Event description:
It was reported that this programmer screen was unable to light up. The screen stayed black and went system power off. In addition, the field representative made sure all the connections were good with power source and retried boot up, however, the issue still persists. Programmer replacement was recommended. This programmer was out of service and returned for analysis. No patient involvement.